Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the user experienced a high blood glucose of 30 mmol/l. The user alleged the insulin pump was possibly under delivering insulin due to it lowered the blood glucose when they used insulin pens but not with the insulin pump bolus. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.